Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed due to moisture inside the charged coupled device cover glass. In addition, the device evaluation found the unit failed water leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance.

Event description:
It was reported during an unknown procedure the subject device had bad image quality and lens was not clear. The procedure was completed by using a similar device. There were no reports of patient harm.